Event description:
The customer reported that while attempting to seal vessels with the device, it was noted that the handle was jamming and the jaws were not sealing, but tearing the tissue. No further information on the incident was made available by the site. There was no patient injury.

Manufacturer narrative:
Covidien reference #: (B)(4) . Date of initial report: (B)(6) 2010. The sample has been requested but to date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.